Event description:
Patient stated she just started the v-go, applying it near 8am today. Patient stated she noticed starter button popped out. Patient stated she tried to get it to lock back down, but could not get it to do so.